Event description:
It was reported that the vns patient passed away. The cause of death was not known. The mortician indicated that the explanted generator was ready to return for analysis. Further follow-up revealed that the patient passed away due to natural causes. It was reported that the cause of death was complications from epilepsy. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product analysis of the returned generator was completed on (B)(4) 2015. The results showed no signs of variation in the generator's output signal and diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. Product analysis of the returned lead was completed on (B)(4) 2015. The majority of the lead assembly (body), including the electrodes, was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted.